Manufacturer narrative:
MFR received date: 07/11/2014. Conclusion / root cause: this single station solenoid is out of specification. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturers field service engineer reported the ventilator failed pre-operational extended self testing due to a crossover circuit fault. The service engineer replaced the crossover solenoid to address the reported problem. Failure of the crossover solenoid as reported may result in a volume loss during use in normal ventilation operation. Applicable final testing passed to operating specifications.